Event description:
It was reported the customer's insulin pump had a scratched screen and was dented. The customer also stated that the insulin pump did not come in box. She stated she had received the insulin pump in bubble wrap. Customer's blood glucose was 144 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.